Event description:
Prior to inserting in the pt, during preparation, the stent of the precise stent delivery system was prematurely deployed. There was no pt injury and the product will be returned for analysis.

Manufacturer narrative:
All instruction for use (IFU) guidelines was utilized to prep the self-expanding stent (ses). No further info was available. Add'l info will be submitted within 30 days.